Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over two months after the dental implant was placed, non-osseointegration was observed. The implant had achieved primary stability. Clinician noted pain and bone resorption. Dr. Performed a bone remodeling. Another implant was placed in the same site in a better position to allow for future restoration. The product will not be returned for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over two months after the dental implant was placed, non-osseointegration was observed. The implant had achieved primary stability. Clinician noted pain and bone resorption. Dr. Performed a bone remodeling. Another implant was placed in the same site in a better position to allow for future restoration. The product will not be returned for investigation. There were no reported post-operative complications.